Manufacturer narrative:
The fse could not identify the root cause of the leak, but resolved the issue by replacing multiple hardware parts. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report failed calibrations for blood urea nitrogen (bun) and creatinine (cr-s) from the unicel dxc 600 synchron system, and stated that fluid was found in the black tray beneath reagent probe b. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On the following day, the field service engineer (fse) inspected the instrument and found that reagent probe b was intermittently leaking during probe washing. The fse replaced the waste valve and smart module c3; however, reagent probe b continued to leak. The fse then bleached the waste line from the wash collar and cleaned the wash valve for reagent probe b. The fse then replaced the reagents and successfully calibrated bun and cr-s. Also, the quality control results recovered within range. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.